Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ping meter was displaying an unknown error message and then powered off during use. The medical surveillance specialist (mss) spoke with the reporter on (B)(6), 2012 and obtained the following information. The reporter claimed the alleged issue began on (B)(6), 2012 at approximately 3 -3:30pm. The patient was reportedly experiencing symptoms of "cotton mouth and thirst" just prior to the alleged issues occurring and when he was unable to use the subject meter to test. She stated he was able to check his blood glucose using his back up meter (onetouch) within the hour and observed a reading of "300-400 mg/dl," exact result was not known. He reportedly self treated by administering an unknown dose of novolog insulin through his insulin pump based on the result received with the backup meter. At the time of troubleshooting, the cca noted the batteries did not need replacing based on the age and use of the meter. The reporter informed the mss that the meter was not brand new. The subject test strips were not available at the time of the call and therefore, the alleged issues remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
The meter involved with this complaint was returned to lifescan (lfs) on (B)(4), 2012 although product analysis has not yet begun. Once the evaluation is complete, lfs will inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.